Event description:
It was reported by service report that there are no electrical controls were working on the bed. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Siderails cable. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.